Event description:
The customer reported via phone that he had a high blood glucose but not hospitalized. Customer's blood glucose was 500 mg/dl. The customer was treated with insulin pump. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. No unusual double click sound or motor error alarm noted. Drive/motor was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked case at display window corner.